Event description:
Upon attempting insertion of this device in to the pt it was noted that the teflon coating on the device had peeled back. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.